Event description:
Per the clinic, the patient experienced an infection at the soft tissue around the implant site (specific date not reported). The patient was treated with IV antibiotics from (B)(6) 2024, till (B)(6) 2025. The patient was treated with IV antibiotics for a second time from (B)(6) 2025, till (B)(6) 2025. Then, the patient was treated with a third round of IV antibiotics from (B)(6) 2025, till (B)(6) 2025. The patient also underwent a needle aspiration procedure in order to relieve scalp swelling. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.